Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2022. Customer's blood glucose value was 500 mg/dl at the time of hospitalization. Customer's current blood glucose level was 599 mg/dl. The customer declined troubleshooting for high blood glucose. The customer stated the symptoms related to high blood glucose such as confusion, abdominal pain. The customer was treated with intravenous insulin drip. Customer stated that the auto mode feature was active at time of high blood glucose event. No further patient complications were reported. The device will not be returned for analysis.

Event description:
The customer reported that emergency medical service was dispatched and that they were hospitalized on (B)(6) 2022 at 10:00 due to diabetic ketoacidosis. Blood glucose at time of event was 600 mg/dl. Symptoms that were reported with the event included confusion. Ketone test was not done. User was hospitalized for 3 days and was treated with intravenous insulin drip. User was also given nausea medication. User stated the pump they had just received was not programmed. Blood glucose at time of the call was 599 mg/dl. Related symptoms at time of the call included abdominal pain. User stated they would contact health care professional. Customer stated they needed assistance programing the new pump they received at time of the call. Customer stated that the auto mode feature was active at time of high blood glucose event.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report.